Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. There were a total of seven instruments returned. One of the instruments had been used during surgery. Six of the instruments were returned sealed in the blisters. All seven of the instruments cycled, fed and formed the clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon felt that the clip should have better distal closure. He felt that the clip could slip off to easily. The surgeon was more comfortable with the al326 and therefore the hosp has returned all their remaining inventory of er320. There was no consequence to the pt.